Event description:
It was reported that even with an excessive number of turns, the helix would not extend at implant. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that conductor was distorted due to overstress, there was blood on the distal end of the lead, the conductor was kinked/buckled, and the lead appeared to be damaged at implant. (B)(4).